Manufacturer narrative:
Additional information: d3, d4, g1. Plant investigation: a production batch review revealed no non-conformity during the manufacturing process related to the observed failure. Similar complaints have been reported for this batch that describe leaks at the recirculation port. The complaint sample was not available for evaluation. The cause of a possible leak at this location has been identified. It was found that there was a minimal deviation in dimensions of the recirculation port that resulted in a very small gap through which liquid can leak. This deviation has since been corrected.

Event description:
A user facility reported a leakage in the oxygenator recirculation port that was observed during priming of the xlung kit 230. The circuit was not used and quarantined. There was no patient involvement. The complaint sample was not available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leakage in the oxygenator recirculation port that was observed during priming of the xlung kit 230. The circuit was not used and quarantined. There was no patient involvement. The complaint sample was not available for product investigation.